Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified a broken shell, a crease flat, red particles in the surface of the shell, an encapsulation of the device and weight to the spec. A microscopic analysis was performed which identified a broken striated in the anterior side and missing piece of the shell. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Additionally reported was "bilateral capsular contractures". Device has been explanted.